Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified one manufacturing nonconformity issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified one other similar incident from this lot. The investigation determined the reported deflation problem is related to a manufacturing issue. The reported difficulty to remove from the guiding catheter appears to be related to operational context of the procedure due to the reported deflation problem. On (B)(6) 2020, the abbott vascular determined that a field safety corrective action is required for specific lots of nc trek rx coronary dilatation catheter and nc traveler coronary dilatation catheter. The field safety action number is (B)(4). This action is being taken as a result of an increase in the complaint trend for reported failures of deflation for nc trek rx and nc traveler rx coronary dilatation catheter. Product from identified lots may exhibit slow, partial or failure to deflate.

Event description:
It was reported that this was a procedure to treat a lesion in the right renal artery. An nc trek 5x15mm balloon dilation catheter (bdc) was inserted and advanced to the target lesion. However, when attempting to deflate the balloon, it was unable to deflate and pull back into the guide. It was noted that the balloon had halfway entered the guide, but due to the deflation issue, became stuck. Due to this issue, the guide wire and sheath were unable to be removed as well. Therefore, an additional guide wire was inserted, and all the device were able to be removed together. An additional balloon, guide wire and sheath were inserted. There was no clinically significant delay in the procedure. No additional information was provided.